Event description:
It was reported that the physician was unable to communicate with the pt's generator. The pt did not show up for the f/u appointment, so no further info is available at this time. Attempts for add'l info are in progress.